Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the physician was concerned with limb ischemia and decided to explant the device. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. No product was returned. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.